Event description:
It was seen in 2003 during a routine examination of the implant, that the device had started to malfunction. A period of observation followed, then in 1/2004, the pt reportedly was no longer able to hear. The external equipment was exchanged but the pt was still unable to hear.